Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery of the insulin pump was not lasting 7 days and sometimes takes 1 days and a half day, and belt clip was pops out from the insulin pump which resulted fallen of the pump. Also, the customer was getting low alerts even though she was not on low blood glucose values because when customer usage the strips it was not resulting low blood glucose. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-7040a, mmt-1884l. Troubleshooting was performed for general documentation. No harm requiring medical intervention was reported. No product return is required for acc-1601. No product return is required for mmt-7040a. It was unknown whether the customer would continue the use of the pump. Product return is expected for mmt-1884l.